Manufacturer narrative:
(B)(4). Additional information has been requested but not received, including the type of gloves worn by staff during the procedure (to inquire on if they were latex free). The omniline product is latex free.

Event description:
It was reported that a patient with known severe skin sensitivity and an allergy to latex complained of itching and had red blotchy marks where the device had been in facial contact during an outpatient colonoscopy procedure lasting approximately two hours. The patient reportedly had the same reaction to the 3m latex free surgical tape that had also been used during the procedure. An injection of benadryl was given to the patient. It was reported that the visible red blotchiness had already begun to dissipate prior to discharge. When contacted the next day, the patient stated that she was "fne."